Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately six weeks post implant of an implantable pulse generator (ipg). A cause of death has been requested and not received.